Event description:
It was reported that placement of the right ventricular epicardial lead created hemodynamic instability. The lead was taken out of service and replaced with a lead pacing from the left ventricular (lv) apex to attempt to stimulate the septum with better efficiency to improve the patient's ejection fraction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.